Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2019. The customer did not disclose any numerical results, cartridge lots or a specific time frame during which the discrepant results were observed. No relevant issues were identified through a review of quality system information. No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a patient. There was no patient information, test times, or product information provided at the time of this report. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The customer has not provided results or patient information to better assess other than that the I-stat gave negative results and the lab troponin was positive. Product information was not provided. The investigation is underway. Per I-stat system manual: art: 714258-00q reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results)